Event description:
Problem with constant mask wearing my (B)(6) year old son has and continues to suffer from, as the doctors call it "mask acne", requiring pediatric clinic visits, dermatologist clinic visits, prescription medications and over the counter medications. Harmful results of poor self esteem and insecurity. Assessments with first pediatrician then referred to dermatologist; all of them. FDA safety report ID # (B)(4).